Event description:
It was reported that during a stenting treatment procedure, stent damage and a balloon rupture occurred, and the stent moved on the balloon. The 80% stenosed, eccentric and 31mm long de novo target lesion was located in the non calcified and moderately tortuous left anterior descending coronary artery with a reference vessel diameter of 2.75mm. A 0.014 inch floppy wire was used and the lesion was predilated with a 2x20mm non bsc balloon. The 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the target lesion. Some difficulty crossing the lesion was reported. The sds balloon was inflated 3 times. At the third inflation, between 14-18atm, the sds balloon ruptured "due to irregularities in its struts" and the stent failed to be deployed, though it was reported that it was partially expanded when the rupture occurred. The device was removed without difficulty and it was noted that the stent was damaged and that it had moved on the balloon. The procedure was completed with another of the same device. There were no complications and the patient condition post procedure was reported to be stable.

Manufacturer narrative:
Device evaluated by MFR: a visual and microscopic examination identified that the balloon of the stent delivery system (sds) was intact with no damage noted. The returned device was connected to an encore inflation unit. The inflation device was pressurized to 12 atm for 60 seconds. The balloon inflated correctly with no issues noted. The balloon then deflated correctly when a vacuum was pulled. However, there was damage to the proximal end of the stent on strut rows 1 to 5 and the outer diameter (od) was measured and found to be outside specification. The stent did not move on the balloon, however, the proximal stent section was stretched proximally so the stents proximal edge was over the distal edge of the proximal markerband. The od of the stent area where no damage was present was measured and was found to be within device specifications. There were kinks along the entire length of the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a stenting treatment procedure, stent damage and a balloon rupture occurred, and the stent moved on the balloon. The 80% stenosed, eccentric and 31mm long de novo target lesion was located in the non calcified and moderately tortuous left anterior descending coronary artery with a reference vessel diameter of 2.75mm. A 0.014 inch floppy wire was used and the lesion was predilated with a 2x20mm non bsc balloon. The 2.75x38mm taxus liberte stent delivery system (sds) was advanced to the target lesion. Some difficulty crossing the lesion was reported. The sds balloon was inflated 3 times. At the third inflation, between 14-18atm, the sds balloon ruptured "due to irregularities in its struts" and the stent failed to be deployed, though it was reported that it was partially expanded when the rupture occurred. The device was removed without difficulty and it was noted that the stent was damaged and that it had moved on the balloon. The procedure was completed with another of the same device. There were no complications and the patient condition post procedure was reported to be stable.